Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that an ilet controller initially would not power on despite attempts with two verified chargers. The device powered on after approximately 25 to 30 minutes, and the user requested that battery life be reviewed. Internal device logs did not show any abnormalities. The patient was advised to fully charge the device and continue use with monitoring. No adverse clinical effects were reported. The event did not result in functional impairment to the user and did not require medical intervention. An investigation was conducted, including review of device logs and provision of technical troubleshooting guidance to the field trainer. Available data revealed no anomalies and no reproducible malfunction at the time of review. It was concluded that the event was non-reproducible with no confirmed device failure, and continued monitoring was advised. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.